Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited diagnostic anomaly. No changes or interventions were reported. The patient condition was not known.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing triggering incorrect diagnostic of false atrial fibrillation episodes. Programming changes on the maximum sensitivity was done. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - the correct event description in 2017865-2025-91368 should have been "it was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited noise oversensing triggering incorrect diagnostic of false atrial fibrillation episodes. Programming changes on the maximum sensitivity was done. The patient was in stable condition." Rather than "it was reported that the patient's implantable cardiac monitor (icm) exhibited diagnostic anomaly. No changes or interventions were reported. The patient condition was not known."correction: section h6 - adverse event problem - "incorrect measurement" coding should not have been submitted in 2017865-2025-91368.